Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon review of the event history log, the reported issue was not found. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Pump underwent functional testing, finding device's occlusion sensors to be in specification and calibration was successful. The reported customer complaint has been unable to be confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was out of calibration/ preventative maintenance (pm). There was no information as whether the pump failed with a patient or not.